Manufacturer narrative:
An event of difficulty loading the device and right disc deploying bulbous was reported. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, 30-25mm amplatzer talisman pfo occluder was chosen for implant using a 9f amplatzer trevisio intravascular delivery system. During device preparation, the user had difficulty loading the device into the loader. When attempting to implant the device, the right disc of the device would not lie flat on the septum and it was reported that the right disc was bulbous in shape. The deformed device was not released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A replacement 25mm amplatzer amulet left atrial appendage occluder was then successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay, and no patient consequences were reported. The patient was reported as stable and no adverse consequences.